Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that once the anvil was interlocked, it detached from the device at the midway during the tightening. Even if the anvil was well clicked and the orange ring was visible, the tip detached. The surgeon used it for an esophagus procedure. The surgeon completed the procedure with success with the impacted device. There were no patient consequences.